Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt fell resulting in peri prosthetic fx and loosening of stem at both cement/implant and cement/bone interface.